Event description:
During placement the feeding tube detached at the dilator connection. The tube was removed immediately and another gastrostomy tube was placed successfully. The pt is noted to be in good condition and no further complications have been reported.